Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during day drain 1/1 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. This review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during day drain. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup, and had the hp end therapy. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The registered nurse (rn) stated the hp was not sure what caused the alarm and the hp noticed nothing unusual with the supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention reported as a result of this incident.